Event description:
Customer's wife reported her husband had an episode of not responding to coworkers and lost consciousness. The incident happened around noon- he had, had nothing to eat and reported a glucose reading of 69 mg/dl on his medisense optium meter. Paramedics were called and glucose was administered intravenously. Wife transported him to the hospital. No further information is known about course of hospital visit.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.